Event description:
It was reported that the patient had an episode of slow ventricular tachycardia that was witnessed on a cardiac monitor but was not stored as an event in the device. The physician administered amiodarone intravenously to the patient. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded with no anomalies found.

Event description:
Asku